Event description:
It was reported that a patient underwent a water vapor therapy procedure without patient complications. After that, during a routine follow-up endoscopy, the physician identified an intraprostatic cavity on the patient. The patient expressed satisfaction with the treatment and said that there were no symptoms or findings that could be considered post-operative adverse.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a water vapor therapy procedure without patient complications. After that, during a routine follow-up endoscopy, the physician identified an intraprostatic cavity on the patient. The patient expressed satisfaction with the treatment and said that there were no symptoms or findings that could be considered post-operative adverse.